Manufacturer narrative:
(B)(4). The field service engineer (fse) verified the malfunction and found the exhalation filter gasket missing. The fse installed a new gasket and the unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that the ventilator stopped cycling. The ventilator was not in patient use at the time.